Event description:
Dealer stated that the end user reported that their m51-cg power chair surged forward, went off a curb, causing the user to be thrown out of the chair. User sustained minor injuries on her face near her eye, looks like a rash on the left side of her face.